Manufacturer narrative:
(B)(4). Additional information the device was received in good physical condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). It is possible that excessive body fluids influence the opening and closing of the jaws. The accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. The device was disassembled and no anomalies were found associated with the reported issue. There were no anomalies noted with the functionality of the device.

Event description:
It was reported that the resident was using the enseal super jaw on omentum and the jaws of the device wouldn't open. It was not reported how the device was removed but a second device was used to complete the case with no consequence to the patient. One device will be returned for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.